Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The customer's device was further evaluated at the product assessment center (pac) and reported issue was verified. The finding indicates that the electrode pads were not removed correctly during the event. The cause of the reported issue was likely user error, as it does not appear the red loops on the electrode pads were pulled as directed by the lifepak cr2 operating instructions, section ¿basic steps for using the lifepak cr2 defibrillator¿.

Event description:
The customer contacted physio-control to report that during intervention on the patient their device was reporting that electrodes were not connected properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (B)(6) and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during intervention on the patient their device was reporting that electrodes were not connected properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.